Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
One resolute integrity drug eluting stent was implanted during the index procedure. Approximately 40 months post index procedure, the patient suffered myocardial infarction and a revascularization was required due to the event. The patient expired. The cause of the death is due to the mi.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.